Event description:
It was reported that customer experienced inaccurate cartridge readings on pump, including an instance where pump indicated insufficient insulin after customer filled cartridge with 200 units and loaded it. There was no reported impact to the customer¿s blood glucose level. Customer cleared error by changing out cartridge completely and requested callback from technical support for further assistance, but no additional information was received regarding the outcome of the event.